Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that all keys are intermittently unresponsive. The keypad was intact with no peeling and was removed: no contamination noted under key contacts. Pump powers to an intermittent display. Installed test display to complete testing. Leak test shows leak at display lens. Disassembled pump, moisture contamination evident throughout pump, keypad flex, and display flex connectors.

Event description:
The reporter contacted animas on (B)(6) 2012, and stated the keypad buttons were not responding. The reporter noted that there was moisture behind the display screen due to enuresis. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.